Manufacturer narrative:
Reference for the file: serletis-bizios, a., durand, e., cellier, g., tron, c., bauer, f., glinel, b., dacher, j.n., cribier, a. And eltchaninoff, h., 2016. ¿a prospective analysis of early discharge after transfemoral transcatheter aortic valve implantation¿. The american journal of cardiology, 118(6), pp.866-872. Multiple reports were submitted for this article. Please reference manufacturer report numbers: 2015691-2017-00581, 2015691-2017-00582, 2015691-2017-00583, 2015691-2017-00584, 2015691-2017-00585, 2015691-2017-00586, 2015691-2017-00587, 2015691-2017-00588, and 2015691-2017-00589.

Manufacturer narrative:
This report represents the aortic regurgitation and valve-in-valve procedures mentioned in the study. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, over inflation of the deployment balloon, post dilation of the implanted valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would or device malfunction would contribute to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there is insufficient information to determine the cause of the reported aortic regurgitation. It is unknown if the events were related to the edward¿s devices, procedural complications or patient co-morbidities, as details were not provided and additional information is not forthcoming. There was no allegation or indication that the events were related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The american journal of cardiology published a french single-center study of 130 patients undergoing elective transfemoral tavi from january 2014 to january 2015 with the sapien-xt or sapien-3 prosthesis. Complications were classified using valve academic research consortium 2 criteria. Complications were classified using valve academic research consortium 2 criteria. A higher overall proportion of sapien xt prostheses were used (62%) than those of sapien-3 (37%). The following events occurred during the study period: 35 bleeding (major, minor, life-threatening and blood transfusion), 23 aortic regurgitation, 6 valve in valve procedures, 53 vascular complications (major, minor and vascular stent), 1 myocardial infarction, 1 valve embolization to the ventricle, and 1 cardiac tamponade requiring percutaneous drainage.